Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A definitive cause for the reported unspecified failure mode and failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode and failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects of fistula, hematoma, hemorrhage, perforation, occlusion, pseudoaneurysm, dissection and embolism and the relationship to the product, if any, cannot be determined. The patient effects of fistula, hematoma, hemorrhage, perforation, occlusion, pseudoaneurysm, dissection and embolism are listed in the electronic proglide instructions for use as potential adverse events of use of the device. The reported treatment of unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event. Attachment: article title "comparison of a pure plug-based versus a primary suture-based vascular closure device strategy for transfemoral transcatheter aortic valve replacement: the choice-closure randomized clinical trial."

Event description:
This event is from a literature review that compared patients undergoing transfemoral transcatheter aortic valve replacement using either a manta plug-based vascular closure device or a proglide suture-based vascular closure device (using the pre-close technique). Although there were some complications (access site related major and minor vascular complications, major and minor bleeding, dissection, stenosis, perforation, arteriovenous fistula, pseudoaneurysm, hematoma, distal embolization, use of endovascular stent or stent-graft, other endovascular interventions, endovascular ballooning, blood transfusion for bleeding or vascular complications, extended postprocedural hospital stay, manual compression, additional closure device, device failure, and failure to achieve hemostasis), proglide outperformed manta, as described in this article. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of a pure plug-based versus a primary suture-based vascular closure device strategy for transfemoral transcatheter aortic valve replacement: the choice-closure randomized clinical trial¿. No additional information was provided.